Event description:
It was reported that during an implant attempt, the helix of the atrial lead would not retract. It was also reported that the physician believed that the screw mechanism was not functioning properly. A different atrial lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): lead stretched, all conductors were distorted, the distal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead appeared damaged at implant; the analyst noted that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly; full lead returned and analyzed.